Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the device was not set to surgery mode. Troubleshooting was unable to resolve the issue. Surgical intervention may occur.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the ipg was explanted and replaced.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.